Manufacturer narrative:
(B)(4). Concomitant medical product-driver connecting screw catalog#:41002 lot#:ca114487. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03914.

Event description:
It was reported that during a phoenix tibial nail procedure a tip of the connecting screw fractured. The operating surgeon tried to retrieve all pieces, however, the fractured portion remained in end of the nail and could not be retrieved. As the surgeon realized he couldn't retrieve the fractured screw from the nail he then decided to explant and reinserted a backup nail to successfully complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.